Manufacturer narrative:
B3: date of event is unknown. E1: alternative phone number (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer problem was duplicated. The device shows error code 41786 due to a defective printed wire assembly (pwa). The pwa was replaced in order to address this issue.

Event description:
It was reported that the device displays error 41786 when turned on, indicating the user interface never came out of reset. There was no patient involvement as the issue occurred upon power up in the operating room.